Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h6, h11 corrected fields: b5, b6, b7, d10, h6 health effect impact codes

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) machine during a transfer to hospital. The medical crew were unable to effectively swap out batteries from the spring compartments at the back. As a result, the balloon pump stopped working which terminated the cyclical inflations and deflations of the aortic balloon. The medical crew take the batteries out and informed that the spring mechanism wasn't working. There was no patient involvement or any harm.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. The medical crew at southampton managed to eventually take the batteries out (somehow) but said that the spring mechanism wasn't working which it should. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) machine during a transfer to hospital. The medical crew were unable to effectively swap out batteries from the spring compartments at the back. As a result, the balloon pump stopped working which terminated the cyclical inflation and deflation of the aortic balloon. The medical crew take the batteries out and informed that the spring mechanism was not working.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1 event site full ((B)(6) hospital).

Event description:
N/a.